Event description:
Time: on (B)(6) 2014, 7:00 am blood glucose (mg/dl) 113; 10:30 am blood glucose (mg/dl) 175; 10:46 am blood glucose (mg/dl) 55; 5:15 pm - coworkers called paramedics because customer was confused. When the paramedics arrived, the customer's blood glucose was 38 mg/dl, so the paramedics gave the customer a glucose shot. The pod was removed and discarded. The customer's blood glucose was raised to 239 mg/dl before the paramedics left at about 6:00 pm.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the reported paramedic visit for hypoglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.